Manufacturer narrative:
Visual inspection of the device noted that no abnormalities or defects were found on the exterior of the sheath. The faradrive steerable sheath was leak tested and did not pass leak tests. No damage was noted on the hemostatic valves. Microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path. Inspection of the hemostatic valves did not find any abnormalities linked to a potential contribution to the allegation.

Event description:
During a pulse field ablation (pfa) procedure a faradrive steerable sheath clear was used. The sheath had an air leak. It is unknown if the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure a faradrive steerable sheath clear was used. The sheath had an air leak. It is unknown if the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.